Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that multiple devices displayed error messages. A technical support specialist dialed into the station and confirmed that the system had database corruption due to network issue. He repaired the database corruption to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis medstation es system object reference was not set to an instance of an object caused a delay. The customer added that they were not able to access the system, this malfunction occurred when user trying to access medication. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation es system object reference was not set to an instance of an object caused a delay. The customer added that they were not able to access the system, this malfunction occurred when user trying to access medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had a network issue and database was corrupted. The technical support specialist repaired the database corruption to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.